Event description:
Account alleged mattress rotated too far to the side and pt fell out of bed. Nurse stated the bed had half siderails, both up. Nurse stated when unit rotated pt slipped out bottom of bed and hit their knee and got a scrape on their head. Neuro checks were negative.